Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient reported pain. Cultures were taken intraoperatively. It was said in the operating room that dark tissue was present near the implants. Prior to surgery the patient exhibited elevated cobalt levels that exceeded 20. Dr.'s plan was to just revise the head but when he struck the head the neck came out with it.